Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas and reported an air bubbles issue with the cartridge. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device was not returned. A retain sample lot (u200039) was evaluated by product analysis on 03/06/2015 with the following findings: a fill test was completed with no air bubbles being formed inside the cartridge. The cartridge cycled normally and no difficulties were found when filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.